Event description:
The customer reported a secondary infusion back up into the primary IV bag of 1000ml 0.45%nacl. Emend was the secondary infusion; 50ml of emend in 250 ml of solution. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported back flow because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.